Manufacturer narrative:
E. 1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door had failed. A field service engineer found tower door constantly failed and required recovery. Further, the fse removed latch column, cleaned, crimped and reseated connections on all latches, applied conductive grease to connections, replaced door controller board and tested in hardware test application to resolve the issue. Additionally, the field service engineer performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.